Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (1.5 g, injection, once every 4 days), fotrum (1 g, injection, once daily) and refline (1 g, once daily, route not reported. It was not reported whether remedial therapy was ongoing. The patient was recovering. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.